Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 57 mg/dl. The customer was also reported calibration errors that they received on their insulin pump due to over calibrating the carbohydrate setting. The customer also stated that there was a crack on the lcd screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer will send the product back for analysis. A replacement pump will be shipped to the customer after they call back to finalize the replacement transaction. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.